Manufacturer narrative:
(B)(4).

Event description:
This report pertains to one of multiple trapezoid rx lithotripter baskets used in the same patient and procedure. It was reported to boston scientific corporation that two trapezoid rx lithotripter baskets were used in a lithotripsy procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket was used in conjunction with an alliance handle in an attempt to crush a stone. However, the thumb ring of the trapezoid broke. Another trapezoid rx basket was used with an alliance handle; however, the same problem occurred. There were no patient complications reported, as a result of this event.